Event description:
The customer reported to olympus, at the beginning of a diagnostic linear endobronchial ultrasound (ebus) bronchoscopy (three stations), the needle broke off and fell into the patient¿s bronchus. The facility reported the vizishot needle was placed to obtain specimens from station 4r and the physician encountered resistance in the right middle lobe (mediastinum and hilar region). No excessive pressure was applied. The physician was met with resistance when attempting first aspiration. The scope was not angulated when the needle was inserted. The broken needle was retrieved from the bronchus with biopsy forceps. No portion of the broken needle was left behind. The needle did not appear bent upon retrieval from the patient. The needle did not appear buckled when removed. There was minor bleeding. No measures were implemented to control the bleeding. The intended procedure was completed with a similar device. There was a fifteen (15) minute surgical delay while the patient was under general anesthesia. The device was inspected prior to use. No damage or abnormalities were observed. The needle had been used for one attempt for a pass previously. There were no other devices replaced during the procedure.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center performed a visual inspection on the 'as is' received condition of the device; noted that the device was returned in its original packaging however opened and used. The device is missing a stylet, a stopper, and the broken portion of the needle which was not returned for evaluation. There were also no accessories that was returned with the device. The handle portion of the na-u403sx-4019 has no signs of physical damage. The sheath has two big kinks near the boot of the na-u403sx-4019. Additionally the na-u403sx-4019 was extended and observed the distal end under a microscope. It was verified that a portion of the needle near the distal end was broken and not returned for evaluation. There are sharp edges on the distal end indicating breakage from the needle tube. The remaining portion of the needle that extends from the distal end was measured with a caliper. It was verified that the measurement was about 25.51mm once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history record (DHR) review. New information was added to the following fields: h6, h10. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to forcing the device through resistance. The event can be detected/prevented by following the instructions for use which states: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor the field performance of the device.